Event description:
The user received questionable calcium results for patient samples and then found a piece of plastic that had clogged the rinse nozzle causing the rinse mechanism to overflow. The user removed the plastic and repeated the patient samples. Of the data provided, the results for 12 patient samples were discrepant. All results are in mg/dl. Patient sample 1 initial result was 7.2 and the repeat result was 8.7. Patient sample 2 initial result was 7.2 and the repeat result was 9.3. Patient sample 3 initial result was 4.8 and the repeat result was 9.3. Patient sample 4 initial result was 7.3 and the repeat result was 9.0. Patient sample 5 initial result was 7.6 and the repeat result was 9.7 patient sample 6 initial result was 5.8 and the repeat result was 10.4. Patient sample 7 initial result was 8.5 and the repeat result was 10.3. Patient sample 8 initial result was 6.9 and the repeat result was 9.6. Patient sample 9 initial result was 7.1 and the repeat result was 9.1. Patient sample 10 initial result was 7.3 and the repeat result was 9.6. Patient sample 11 initial result was 8.3 and the repeat result was 10.4. Patient sample 12 initial result was 7.4 and the repeat result was 9.3. The initial results were reported outside the laboratory and were later changed for patient samples 1, 2, 3 and 6. No adverse effects were alleged regarding the issue. The calcium reagent lot numbers were 63415601 and 63360901. The user stated she thinks the issue was resolved by removing the plastic that clogged the rinse mechanism nozzle.